Event description:
During an in-clinic follow-up, episodes of pacemaker mediated tachycardia (pmt) were observed on the device. When interrogating the device, a drop in estimated battery voltage was observed. Abbott technical support was contacted and noted the drop in estimated battery voltage was due to a diagnostic anomaly. No device malfunction was suspected. No intervention was performed at this time. The patient was stable and will continue to be monitored.